Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic system's phaco stopped during the surgery. Procedure details and patient impact have not been provided.

Manufacturer narrative:
A non-conformance based review of serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record (sr) was opened to address the reported event. A company representative performed an on-site assessment and was unable to confirm or replicate the reported event. During the assessment, an a company representative observed an additional issue, unrelated to the reported event, that the xenon lamp had exceeded its lifespan. As a preventative measure, the a company representative replaced the then found the system to meet manufacturer specifications per service test procedure (stp). The customer reported that system had phaco issues. A company representative performed an on-site assessment and was unable to confirm or replicate the reported event. As a preventative measure, the a company representative replaced the xenon lamp, then found the system to meet manufacturer specifications per stp. Based on the information available, the customer reported event cannot be confirmed. The system was found to have no problem; therefore, the root cause of the reported event is inconclusive. As a preventative measure, an manufacture representative performed an on-site assessment of the equipment and replaced a xenon lamp. Through investigation of this complaint, it has been determined that the product had no problem. Therefore, no corrective actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. Refer to the attached file. The manufacturer internal reference number is: (B)(4).